Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 158 mg/dl. The customer was advised to clear the alarm and disconnect from the pump. The customer was advised to replace plunger and manually push plunger very slowly. Customer stated the insulin did exit. The customer was advised to run manual prime to at least 5.0 units. Customer stated the pump alarm no delivery. The customer was able to re-prime it again and pump seems to be working. The customer was advised to monitor and call back if any issues. The customer insulin pump is working alright.